Event description:
During a percutaneous transluminal angioplasty to left femoral artery, the stent delivery system (sds) was delivered to the lesion; however, a crack was found on the hub of the palmaz medium on powerflex plus when the physician was connecting the indeflator to the device; therefore, the sds was removed. There was moderate lesion calcification. The product was prepped according to information for use (IFU). There were no anomalies or cracks noted in the hub of the product during negative prep. Another product was used to complete the procedure. There was no adverse event, and the pt is in stable condition.

Manufacturer narrative:
This product is not available for analysis. Additional information will be provided in 30 days of receipt.